Event description:
It was reported that a clearlink, paclitaxel set leaked underneath the drip chamber; further described as "leaking where the tubing meets the plastic hub". This was observed during priming. There were no other signs of physical damage to the product or shipping materials. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing into the drip chamber. The assembly of the tubing is not according to specifications. Additionally, priming was performed at the set with a sterile water which revealed a leak in the affected area. The reported condition was verified. The cause of the condition was due to improper manual assembly during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.